Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The shaft is buckled in numerous locations. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The coyote device inflated and held pressure for 5 minutes, without leaking. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in mildly tortuous and severely calcified superficial femoral artery. A 2.0mmx150mmx150cm coyote¿ balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different coyote¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in mildly tortuous and severely calcified superficial femoral artery. A 2.0mmx150mmx150cm coyote balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different coyote balloon catheter. No patient complications nor injuries were reported.